Manufacturer narrative:
(B)(4). Batch #370a19. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with several drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the distal end. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire when severing left lung tissue on the second firing. Changed another one to use , could not fire when severing bronchial tissue on the third firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.